Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of "at least two (2") one-link non-dehp microbore catheter extension sets would easily pull apart. It was further reported that when "when the staff is taking off the blue cover at the end of the tubing, the entire connector is pulling off". So, "the cover is sticking in place, but the part the connects to the IV cath is coming dislodged from the tubing". This issue was identified during setup and preparation. There was no patient involvement. No additional information available.

Manufacturer narrative:
Additional information : one actual device was received for evaluation inside a biohazard bag between yellow pads; the other sample was not received and therefore could not be evaluated. The sample was received with separated components and was in companion with opened blister package. A visual inspection was done which observed separated components between the high pressure tubing and the small bore two piece luer lock assembly. Dimensional testing was performed, and it was determined that the components were all in dimensional range according to specifications. By the nature of the sample no functional testing was performed for this complaint. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.